Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
One sample unit belonging to lot number 8002803 and one picture sample were received for evaluation by our quality engineer team. Upon visual inspection of the samples, the needle was observed partially retracted which indicated that internal damage prevented the safety mechanism from moving completely. A device history record review did not reveal any quality issues during the production process that could have contributed to this issue. It has been determined that the defect occurred within the assembly machine due to an equipment defect. The assembly station software has been updated to detect defects of this kind. Complaints received for this device and defect will be monitored by our quality team for emerging trends.

Event description:
It was reported that bd insyte autoguard shielded IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.